Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. A review of the device data by technical services (ts) confirmed that the device data showed power consumption was increasing in a gradual fashion and the device was malfunctioning and should be explanted and returned. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. A review of the device data by technical services (ts) confirmed that the device data showed power consumption was increasing in a gradual fashion and the device was malfunctioning and should be explanted and returned. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. A review of the device data by technical services (ts) confirmed that the device data showed power consumption was increasing in a gradual fashion and the device was malfunctioning and should be explanted and returned. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. A review of the device data by technical services (ts) confirmed that the device data showed power consumption was increasing in a gradual fashion and the device was malfunctioning and should be explanted and returned. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.